Manufacturer narrative:
Date of event was approximated from article receive date. Ichihashi, s., higashiura, w. Et al. (2012). Fracture and collapse of balloon-expandable stents in the bilateral common iliac arteries due to shiatsu massage. Cardiovascular interventional radiology, 35, pp. 1500-1504.

Event description:
It was reported via journal article the stent compressed and fractured. The patient presented with stenosis of the bilateral common iliac arteries (cias). An 8x37mm express ld and a 7x57mm express ld were implanted extending from the aorta to right and left cia lesions. The balloon-expandable stents were deployed with kissing technique because heavy calcified plaque extended from the bilateral cias to aorta. After stent placement, there was good patency. Five months later, the patient presented for routine follow-up without recurrent symptoms. Routine pelvis radiograph showed fracture of the multiple struts and complete collapse of the balloon-expandable stents that had been implanted in the bilateral cia. Plain computed tomography (CT) also showed complete collapse of the stents in the anterior posterior (ap) direction. Duplex ultrasound (us) showed preservation of arterial blood flow both inside and outside the collapsed balloon-expandable stents. It was noted the patient was performing daily shiatsu therapy around the umbilicus and it was speculated the shiatsu therapy compressed the stents against the lumbar spine, resulting in fracture and collapse of the stents. Nine month later, the patient remained asymptomatic and reintervention was not planned.